Event description:
The following has been reported: biomed reported: service needed error. The unit will error and state that the button for the tubing is at fault. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 1 leak. The device alarmed during startup pneumatic self checks and was unable to perform an infusion. The device was reverted to manufacturing mode and underwent pneumatic hardware testing. The device failed hardware testing inconsistent with a valve 1 leak but consistent with a valve 2 leak. Additionally, it was discovered the ipc service seal shows signs of plastic gouging and will be replaced due to its deformation.